Event description:
Caller alleged discrepant high troponin I (tni) results on triage cardiac panel test vs siemens dimension rxl. Patient had chest pain. No final diagnosis was provided. No patient history was provided. No treatment based on triage result. No invasive procedure based on triage result. Electrocardiogram (EKG) was performed; results were not provided. Employ grey zone: 0.05-0.4. On (B)(6) 2012, customer did not have sufficient volume for investigation testing. Also sample was collected inappropriately. Full draw tube not collected, tube was about 2/3 full.

Manufacturer narrative:
As of (B)(4) 2012 there are a total of twelve (12) complaints against cardiac lot k50515. Device lot number k50515 was previously tested. All results of whole blood testing resulted in tni<0.10ng/ml, with the exception of one rep. One result >0.10ng/ml met quality control release specification. No sample associated with the complaint is expected for return. Without sample returned for analyzing, specific sample interference could not be ruled out. CAPA (B)(4) was opened to address elevated tni at low end concentrations.